Event description:
It was reported that one of the patient's implantable neurostimulator (ins) was "completely dead" and had stopped working about 1.5 weeks ago. The device could not be interrogated with the clinician programmer and it was determined that it was coming close to normal and near end-of-life (eol) status. The patient's other ins (implanted in the left chest area) was turned on but they could not feel any stimulation. This issue also occurred about 1.5 weeks ago. There were no falls or trauma reported that were associated with the issue and the patient indicated that they had normal activities with nothing unusual noted. Interrogation of this ins showed that the status was ok, a voltage of 2.56 volts, and a percent capacity used of 40/90%. The patient was programmed at electrodes 2(-), 3(+), 5.4 volts, 450 pw, and 60 hz. An impedance test of the electrodes performed at the default setting (1.5 volts/210 pw) showed all values >4000 ohms. Re-testing of the impedances at a higher setting (4.0 volts/450 pw) showed all electrodes >4000 ohms except electrodes #0 and 2 which displayed "???". A check of therapy impedances showed >4000 ohms and <(><<)>15ua. On follow up, the patient met with the manufacturer's representative where the devices were checked ( "all devices checked out fine") and reprogrammed. The patient was reported as receiving effective therapy after that. They were to have the ins near eol replaced but no date had been set at the time of report. No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID: 7427v, serial# (B)(4), implanted: (B)(6) 2008, product type: implantable neurostimulator. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 747151, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 3898-33, lot# la9709, implanted: (B)(6) 2003, product type: lead. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. Product ID: 3988, lot# n26385, implanted: (B)(6) 2003, product type: lead. Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. (B)(4).